Event description:
A patient reported their bite is drastically different since using retainers and they have large gaps when they close their mouth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.